Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Mitek received a maude report via the FDA that was authored by the user facility. The report details an event which occurred during an arthroscopic shoulder repair. During this procedure, a portion, approximately 3-4mm, of the distal tip of an expressew suture passer needle broke off into the patient's joint space. They were not able to locate or remove the fragment. This is all of the information that mitek has at this point; there are questions out for further detail and clarity.